Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. The confianza pro 12 was returned for evaluation. The returned guide wire was fractured at approximately 185 mm distal to the proximal solder, indicating fracture occurred proximal to the mid solder that was originally located at 13 mm from the tip. There was an acute angle bend proximal to the fracture end. Observation by scanning electron microscope found that both coil wire and core wire were twisted off. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the provided information and findings on the returned guide wire, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed wire fracture secondary to the heavily calcified cto. The generated stress would exceed the product design limit when the wire tip was being caught and restricted its movement by the lesion, and consequently, twisted core wire and coil wire broke off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi confianza pro 12 guide wire broke off during a pci to treat a heavily calcified cto in the rca. The procedure was started with an asahi fielder xt guide wire and escalated to the confianza pro 12 with a non-asahi turnpike catheter. The confianza pro 12 was spun for about 2 minutes in attempts to cross with the cto when the wire broke off in the lesion. A new guide wire was replaced to open the vessel. Ivus showed subintimal wire location behind calcium. A stent was placed over the wire fragment. The patient was doing fine after the procedure.